Event description:
Medtronic received information that this aortic tissue valve exhibited gradients greater than 60 mmhg due to severe valve stenosis. While explanting the valve, the surgeon noted that the valve was almond shaped. The surgeon stated that during the initial implant, the valve had been "shoe horned" into position. Valve leaflet tears occurred during the explant procedure.

Manufacturer narrative:
Evaluation method - device history reviewed. Results: device history review found the product met specifications when released for distribution. Analysis: upon receipt, visual examination of the valve noted the valve and stent to be distored into an almond-like shape, forcing all three cusps to appear elongated. The leaflets are flexible and in a closed position. Tears and abrasions were observed on the left and right cusps, which reportedly occurred during the explant procedure. Tissue fray is also noted on the right and left cusp free margin. Remnants of pannus remain attached to the back of the non-coronary right commissure and on the outflow rail adjacent to this commissure. Radiography shows no evidence of mineralization in the valve. Analysis indicates that the severe stenosis observed was due to the distortion of the valve. As reported by the surgeon the distortion likely occurred during the initial implant of the valve, when the valve was shoe-horned into position. Conclusion: operational context contributed to the event. Valve replacement occurred without reported complication to the pt.